Manufacturer narrative:
The investigation was started but is not yet concluded. The investigation results will be reported in the follow up report.

Event description:
It was reported that: the evita 4 suddenly shut down without any external influence and has performed restarts. There was a piercing whistling noise and the unit has blown air into the environment. No injury was reported.